Event description:
High blood glucose levels, dehydration, passed out [blood glucose increased] ([dehydration], [loss of consciousness]). Case description: a patient, who was introduced to an innovo insulin doser for type I diabetes in 2002, reported that the patient experienced increased blood glucose levels with dehydration on the same day, resulting in loss of consciousness. Patient reported that the high blood glucose levels were a result of their innovo not working properly. One month later, the patient had increased blood glucose levels without any changes in activity level or having the flu. Patient passed out and was found by their neighbour, who is a nurse. The nurse measured the patient's blood glucose level to be 400 mg/dl. The patient came to on their own but was taken to the emergency room by the nurse. At the emergency room the patient waited for two hours, but no treatment or intravenous fluids were given. The patient was to consult a physician, but when they found out that they would have to wait eight hours, the patient left the emergency room. Patient then went to a private physician, who performed an ECG (electrocardiogram). The ECG was normal, and patient was diagnosed with dehydration due to their increased blood glucose levels. Patient was not given treatment for the dehydration. The patient discontinued using the innovo and switched to conventional insulin syinges. As of june 2002, the patient's blood glucose levels are under much better contol. The patient's blood glucose levels are under much better control. Pt's blood glucose is kept around 200 mg/dl to avoid having problems with high or low glucose levels again. The patient was diagnosed with diabetes in 1962. The patient has no renal or hepatic problems; however, they have a history of uncontrollable blood glucose levels. Patient has previously passed out while using humalog insulin, but stated that it was not as bad as the event in 2002. Patient had no change in their diet or activity level prior to the event. Patient could not remember the insulin dosing or additional details in relation to the event. The patient refused to provide the name of a health care provider to confirm the events. Patient was not sure what was wrong with the doser, and had been trained in its use in their physician's office. The innovo passed a function check prior to the event and the patient performed air shots prior to each injection.